Event description:
The hcp reported a volume discrepancy. Actual residual volume was less than the expected residual volume, arv 0.2 ml and erv 4.9ml. Per the hcp the patient was seen in ER (emergency room) the day before the report due to detox symptoms and withdrawal. The patient experienced nausea, vomiting and increased pain. The patient had similar symptoms prior to the july refill. It was further reported the patient had been in the emergency room 2 times in the last 6 months. The patient experienced nausea, vomiting, increased pain, headache, high sense of smell and switching between chills and hot flashes. The patient reported that the last couple of times the pump had been filled the reservoir had been almost completely dry. It was also noted that the patient used a hot tub once a week for 30-40 minutes and also had been traveling more. The patient also reported that when he was in the ER in early november he saw his hcp and was told there was nothing he could do for the pump to over infuse. Patient stated he convinced the hcp to access the pump even though it was 3 weeks sooner than refill date and there was barely a drop in the reservoir. The patient indicated that every time that happened they end up filling the pump and the patient was fine within 12 hours. It was noted that the programming was correct and the hcp planned to bring the patient back earlier to monitor for volume discrepancy. The pump delivered hydromorphone, clonidine, and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
It was again later reported that there were discrepancies in this patient's pump over that past few refills and first noticed in (B)(6) 2012. After a refill the patient did 'not feel right and something was wrong.' The dates of the volume discrepancies were not known, however, the following were reported. First, the expected volume was 6 milliliters (ml) but the actual volume was less than 1 ml; 'expected to what was actually in the pump was 6 cc's.' Second, the expected residual volume was 2 but the pump was empty. The clinic then set the low reservoir alarm to 7 and when the pump was to be refilled .5 was obtained. The date of that refill was not known and the cause of the discrepancies was not known. The pump was explanted on (B)(6) 2013. Upon explant, visual inspection by the representative did not reveal any evidence of tampering on the pump. The pump was to be returned however, it was disposed by a scrub technician.

Manufacturer narrative:
Catheter: 8709sc, lot# n184791014, implanted: (B)(6) 2009, explanted: unknown. (B)(4).